Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced high blood glucose level of 550 mg/dl. The customer was not treated for high blood glucose level. The customer did provide details regarding symptoms of their high blood glucose episodes such abdominal pain. . Drive support cap was normal. The customer did not report insulin pump had motor position encoder error. The customer stated that they were able to rewind the insulin pump. Displacement test was pass. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).